Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 4470 competitor implantable pacing lead (B)(6) 2014; 4298 implantable pacing lead (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). Product event summary: performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Lifetime sic totaled 3881. Also observed were non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. Analysis of the device memory indicated a right ventricular (rv) lead integrity alert. An rv lead integrity warning occurred on (B)(4) 2014 for sic greater than 30 in 3 days and 2 or more high-rate non-sustained tachycardia episodes. Analysis of the device memory indicated the impedance on the rv lead was beyond the expected upper range. An alert triggered on (B)(4) 2014 for rv pacing impedance >3000 ohms.

Event description:
The patient later presented for ventricular fibrillation (vf). The ICD was checked and increased lead impedance and non-physiological noise were observed. Threshold measurements had also increased to a high range since implant. A procedure was performed to re-open the pocket. The lead connector pin was determined to be loose as the lead was pulled out without manipulating the ICD setscrew. The ICD was replaced at which point impedance and threshold measurements returned to normal. The lead remains in use.

Event description:
It was reported that the patient presented after an alert for high right ventricular (rv) lead impedance. Failure to capture at maximum output was also observed. The physician determined the patient should only be paced in the left ventricle and the rv lead was programmed off. The patient followed up two days later when impedance was in normal range but short interval counts (sic) were observed. The possibility of electromagnetic interference, lead fracture and connection issues with the implantable cardioverter defibrillator (ICD) were also brought forth. The patient elected not to have a second operation to determine if this was caused by a lead or an ICD connector issue. The lead and ICD remain implanted. No patient complications have been reported as a result of this event.